Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "status 104" and "status 66" messages. There was no pt involvement during the reported malfunction.